Event description:
The physician was performing a mammoplasty procedure and was cauterizing tissue when the physician received a burn to his/her left finger. No injury to the patient. No pickup or instrumentation was involved. The cautery cord and tip were switched and the procedure continued. The physician's burn was very minor and required no treatment. Biomedical engineering examined the valley lab electrosurgical unit. The operational test was performed and unit passed all tests. Rem test passed. The probe, cord and ground pad passed testing. Biomedical engineering was unable to duplicate the problem and can only speculate that maybe there was some type of conductive path to the physician's hand (i.e., blood or other fluid or his hand was too close to the tissue being cauterized). The unit was placed back in service.